Manufacturer narrative:
Type of investigation not yet determined: (4118) a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery that does not hold charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d10(device available for eval), e1(event site email), g4, g7, h2, h3, h6(investigation type & component codes), h10. Testing of actual/suspected device/10/3233) a getinge field service engineer (fse) evaluated the iabp unit and found that the batteries were past due for replacement. To fix the issue the fse replaced the batteries and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check it was observed that the cs300 intra-aortic balloon pump (iabp) had a battery that does not hold charge. It is unknown if there was a patient involvement, however no patient harm, serious injury or adverse event was reported.

Event description:
N/a.